Manufacturer narrative:
Complete event site address: (B)(6). Event site postal code: (B)(6). Complete reporter name: (B)(6). Occupation: non-healthcare professional, quality assurance specialist. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), therapy was initiated and the console generated a fiber optic sensor failure alarm. Troubleshooting was done over the phone and all connections were checked. The console was switched out, but the same alarm was generated. The surgeon then decided to change the iab and therapy was continued without any further issues. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The extender tubing was also returned. No kinks were noted. However, an optical fiber break observed at approximately 28.7cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. The optical fiber was found to be broken, confirming the reported problem. However, we were unable to determine when this break may have occurred. We were unable to duplicate the clinical settings. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.